Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported by the patient that the cement that was used in her right knee is cracking as per what her surgeon sees in her x-rays. She's also experiencing pain for the past six months and prior but was unsure as to the time frame.

Manufacturer narrative:
Corrected manufacturer of device tab g. An event regarding pain involving an unknown cement was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: it was reported that patient is experiencing pain and the cement that was used in her right knee is cracking as per what her surgeon sees in her x-rays. Neither the event could be confirmed nor the root exact cause could be determined because insufficient information was provided and the device was not returned. A trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported by the patient that the cement that was used in her right knee is cracking as per what her surgeon sees in her x-rays. She's also experiencing pain for the past six months and prior but was unsure as to the time frame.